Manufacturer narrative:
(B)(4) previously reported (B)(4) no longer applies to this event. The previously referenced recall and notification no longer apply to this event. The previously referenced correction number (B)(4) no longer applies to this event.

Event description:
Information was received from a healthcare provider via psr (product surveillance registry). The pump was reprogrammed on (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. Information was received from a healthcare provider via psr who confirmed that an inflammatory mass was not identified.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8711, lot# j11192r29, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a study, healthcare provider (hcp), and consumer regarding a patient receiving intrathecal morphine sulfate (15 mg/ml at 4.744 mg/day), bupivacaine (20 mg/ml at 6.325 mg/day), baclofen (600 mcg/ml at 189.75 mcg/day), and clonidine (100 mcg/ml at 31.63 mcg/day) via an implanted pump system. The patient reported increased pain in their hips, mid back, and lower back. They also reported having back spasms that caused difficulty walking and standing. There was no radiation into their legs. They denied numbness, tingling, and radicular symptoms. An MRI of their thoracic and lumbar spine demonstrated two small extramedullary lesions intradural at t11. This was where the catheter tip should be. Given the reported symptoms, they were to recheck the spine with a CT scan. The radiologist was to compare those images with the MRI to see if one of their masses was an inflammatory mass. It was further reported that the patient was suspected to have a possible inflammatory mass secondary to their medication.